Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon device change out due to normal eri, externalized conductors was observed between the svc and the rv shock coils. Rising pacing thresholds was also observed. The lead was replaced. The patients condition is stable.